Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer also stated she had the stomach flu and was unable to keep anything down. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.